Event description:
It was reported (B)(6) 2015, the patient's trip to (B)(6) was cut short, as the device was again pushing out through the original opening. The patient got an antibiotic while in (B)(6), and steri-strips were put over the wound. On (B)(6) 2015, the patient got home from (B)(6) and had the surgery to remove the pump the following day. The health care provider (hcp) thought that the patient could never utilize/have another pump again, but the patient likes the pumps. The patient was inquiring if they could get another pump. The patient could not find any other doctors where they live. The drug that was used via the device system was baclofen. If was noted that the reporter was not a good historian and some of the information could be incorrect. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical devices:: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6), product type: catheter. (B)(4).